Event description:
This was a lead extraction procedure to remove one lead due to "cied" system/pocket infection and bacteremia. The lead (mdt 6944 rv dual coil ICD) was prepped with an lld and a glidelight (unknown model #) was used to extract. During the procedure, an injury occurred. A sternotomy was performed and an injury to the svc was found. Unfortunately, measures to rescue the patient were unsuccessful and the patient did not survive the intervention.

Manufacturer narrative:
As the lot and model # of the device are not available, the UDI number is also not available.